Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (90-368 mg/dl).